Event description:
Health professional reported a band would not fill no matter how much fluid was added.

Manufacturer narrative:
Taper ii, allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."